Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing episodes due to unspecified oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was stable.

Event description:
Additional information received notes non-sustained right ventricular oversensing episodes due to undersensing r-waves. Programming changes were performed to resolve the issue. The patient condition was stable before, during, and after.